Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on an unknown date. The engineering evaluation dated 2005 revealed a fracture just below the distal tip of the sutrue wing. Additional info from the sales rep indicated the catheter fractured circumferential around the catheter distal to the suture wing.